Manufacturer narrative:
The instrument accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted wedge resection procedure, while the surgeon was using the endowrist stapler instrument with the stapler sheath installed, it was observed that a small black ring from the sheath had fallen into the patient's chest. The accessory fragment was retrieved from the patient and there was no patient harm, adverse outcome or injury due the accessory piece falling into the patient; however, it is unknown what caused the piece of the sheath to break off and fall into the patient.

Event description:
On 10-26-2016, isi received voluntary event report mw5065209 from the FDA with the following complaint description: patient undergoing robotic wedge resection for left lower lobe mass while performing the procedure, it was noted that there was a small black ring in the chest. The ring was removed and inspected and it was determined that it came off the da vinci endowrist stapler sheath. The damaged sheath was removed from the instrument and a new sheath replaced and surgery continued. The documentation provided did not contain any allegation of any patient harm, adverse outcome or injury due to the reported issue. No previous complaint was reported relating to this event.